Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/pelvic floor patient noted that when she put ins on 4 and would get spasms and pain in her hip, and when she put the therapy on other settings would not get any good out of it and so had not been using therapy in a while. Patient also reported that their patient programmer had a blank screen but the battery was replaced the was now functioning well. Patient turned stimulation on and increased to 1.75 and felt stimulation comfortably. Patient also reported that they had a fall. Patient had not been feeling well and the memory was not good and stressed out with everything. No further complications were noted or anticipated